Event description:
It was reported that the implantable pulse generator (ipg) was migrating due to the patient's lack of functional connective tissue. It was reported that the physician explanted and replaced the ipg to reduce the need for another procedure for the patient. The new ipg was placed in an implantable pouch that could be better secured in the pectoral area. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.